Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection and there was vegetation on the right ventricular lead. Blood cultures revealed the organism responsible to be (B)(4). The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.